Event description:
Customer used adc meter and received a reading of 400 mg/dl. Based on reading they medicated with insulin. Customer lost consciousness and paramedics were called. IV therapy and glucagon given per paramedics. Customer was transferred to hospital. Further treatment is not known.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.